Manufacturer narrative:
The device has not yet been received for analysis. Should the device be returned and analyzed, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended and performed. It was reported that the device was to be returned for analysis. There were no adverse patient effects reported.